Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo and one (1) video were provided for investigation. The photo was reviewed and incline position of the gel in the tube is the way this product is designed. However, oil gel globules was observed in the evaluation of the video. Additionally,100 retained samples were visually inspected, and no gel defect related to oil gel globules defect was found. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the gel was slanted within the tube. This failure caused damage to user's analyzer. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: manufacturer awareness date: (B)(6) 2024.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the gel was slanted within the tube. This failure caused damage to user's analyzer. No health impact or consequence reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the gel was slanted within the tube. This failure caused damage to user's analyzer. No health impact or consequence reported.